Event description:
During a trial procedure, the lead had invalid impedance on all contacts. It was reported there was no stimulation received with the lead. A different lead was used to complete the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.